Manufacturer narrative:
Concomitant products: product ID 3058, serial# (B)(4), implanted: (B)(6) 2013, product type implantable neurostimulator; product ID 3889-33, lot# va08wu3, implanted: (B)(6) 2013, product type lead; product ID 3889-33, lot# va08wu3, implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
It was later reported the patient did not have concerns with their device or therapy and received assistance from their doctor or manufacturer representative.

Event description:
It was reported the patient had a left and right implantable neurostimulator (ins) implanted and they stated the therapy was ¿not w orking worth a damn.¿ it was stated the therapy was "doing pretty good during the day" but was not successful at night and that had been this case since implant and it was getting increasingly worse. It was noted the patient had a loss of bladder control and the patient had to "catheter at 500" at night. Reportedly, the patient had bladder infections constantly for the last eight months prior to report, both before their device was implanted and after. It was stated the patient did not have bladder infection at the time of report put their healthcare provider put them on antibiotics that they have to take for a year. It was unknown which of the patient's devices caused the adverse event. Reference manufacturer report # 3004209178-2013-18812.

Manufacturer narrative:
Based on follow up information received and further evaluation of the file, the following code changes were made: deleted. (B)(4).

Event description:
Follow up information received clarified that at the initial report, the patient did not mention that they experienced incontinence. It was only reported that they had to catheterize. It was also noted that the patient had the ins system implanted for urinary retention. If additional information is received, a follow up report will be sent.